Event description:
It was reported that the right ventricular (rv) lead had an increasingly high capture threshold. The physician elected to explant and replace the rv lead during an unrelated device change due to normal battery depletion. The patient was stable with no additional consequences.